Event description:
The customer observed a false nonreactive architect syphilis tp for a 79-year-old male admitted for cardiovascular disease. The following results were provided (reference range of <1 s/co): initial syphilis result= 0.96 s/co; repeat result= 0.89 s/co; roche result= 2.28 (reactive); tppa result= positive. Sample was recentrifuged, repeat result= 0.91 s/co; rpr result= negative; historical results (3 months prior) = 1.71 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73543be01. A device history record review does not identify any potential non-conformances, non-conformances or deviations associated with the complaint lot number and issue. In-house testing of a retained reagent kit of lot 73543be00, which contains the same bulk material as lot number 73543be01, was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 73543be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number: 8d06-31 / 41, with 510k number: k153730.

Event description:
The customer observed a false nonreactive architect syphilis tp for a 79-year-old male admitted for cardiovascular disease. The following results were provided (reference range of <1 s/co): initial syphilis result= 0.96 s/co; repeat result= 0.89 s/co; roche result= 2.28 (reactive); tppa result= positive. Sample was recentrifuged, repeat result= 0.91 s/co; rpr result= negative; historical results (3 months prior) = 1.71 s/co. There was no impact to patient management reported.